Event description:
The side arms become detached during the procedure. The performing physicians had to manually stem the blood flow from the side hole of the sheath with manual pressure being applied until it was safe to remove the sheath from the pt. The pt did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4) - separates is not listed in the instruction for use. The device was not returned to assist in the investigation. An air pressure test is performed on 100% of each order received. Also a 100% inspection of stopcock, shrink tube, and connecting tube secure attachment is also performed. Multiple process controls are in place to confirm the interface between the check-flo body and extension tube, which in this case had separated during use. Risk analysis has been performed resulting in corrective action being initiated based on prior similar complaints and implemented on (B)(6) 2011. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. A CAPA was previously issued for this failure mode and product family based on prior similar complaints. As a result, risk reduction activities were implemented on (B)(6) 2011, which is prior to the mfg date of the complaint device. The CAPA was verified effective on (B)(6) 2011. With the addition of this complaint, the risk to pt remains acceptable and no further risk reduction activities are necessary at this time.